Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had an arrythmia on (B)(6) 2024. Prior to the event, the patient¿s ventricular assist device (vad) speed had been increased. There were no low flow alarms seen on vad interrogation prior or after event. Log files were sent for review. The last low flow alarm was seen on (B)(6) 2024 when the system controller had been reviewed. There were no unusual events recorded in the log file event history. The mechanical circulatory support equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of arrhythmia could not be conclusively established through this evaluation. Review of the submitted log files was unable to confirm the reported low flow alarm. A specific cause for the alarm could not be conclusively determined. The submitted controller event and periodic log files contained events from 20jun2024 through 01jul2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of heartmate 3 lvas, including cardiac arrhythmia. This section IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Furthermore, this section states that if the fixed speed has been set 200 rpm or more below the low speed limit, a low speed advisory alarm appears. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.